Event description:
Incident of discrepant, creatinine results reported of 5.8 mg/dl on the suspected device. The sample was reteaed result of 1.1 mg/dl. Field service engineer found bent plunger on syringe and replaced the syringe.